Event description:
It was reported that the customer had difficulty removing the insertion needle after a sensor insertion. It was not possible to start the sensor. Lost sensor occurred. Customer was not sure if the transmitter did blink by sensor connection. Customer removed the sensor and noticed a missing electrode. Customer was advised to visit a doctor or hospital to check if the electrode is under the skin. Customer was not sure if she will contact a hospital since she is very busy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.